Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used in the endovascular treatment of the patient. It was reported that during the index procedure the balloon burst immediately once it was attempted to inflate it. Another an unknown non-medtronic balloon was used and the treatment was successfully completed. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was noted that there was 30% contrast and 30% saline used in the balloon. The balloon was noted to be fully in the stent graft fabric and was being used for touch up only. There was noted to be no stent graft movement during balloon inflation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.